Event description:
A customer reported that their AED's asi is blank, and the AED will not power on. They reported that this did not occur during patient use.

Manufacturer narrative:
Troubleshooting of the AED with the customer identified that an incorrect 9-volt battery was being used. The customer had installed an alkaline 9-volt battery, while the AED is designed to function with a lithium 9-volt battery. The issue with the AED not powering on was due to improper maintenance. As a follow-up, the proper maintenance procedures for the device were reviewed with the customer.